Manufacturer narrative:
Multiple attempts have been made to try to obtain further information about this case, but no response received from the customer. The investigation concludes that no further action is required at this time.

Event description:
Philips received a complaint by the biomed customer on the v60 indicating that the devices backup battery will not work nor charge. It was reported there was no patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed that the device does not operate on battery. While troubleshooting, the battery was below 9 volts. Explain to the customer to charge it for a couple days and if it does get up to 14 to 16 volts, then he would need a new battery. The battery manufactured date is 6-29-2021, and it is a philips battery. The investigation is ongoing.